Event description:
(B)(4) when I was 9 months pregnant with my 6th child, I signed for a tubal ligation. A couple days after that, my doctor said that I would be receiving the essure device. He claimed no pain, no down time, in and out office visit etc.. I received no meds prior to the procedure. I remember the pain when doing it. Kept lifting my back off the table stating it hurt. After he was done, I continued to complain about pain, he said it might be a little sore for an hour or so. I went home and called the same day as the pain never stopped. He wrote me a prescription for pain pills. Still in excruciating pain. Weeks and months go by with more calls in to the doctor with the pain only worsening. Constantly bleeding for months, no break in between like a normal period. The end of (B)(6) 2013, there was a lot of heavy bleeding, even more than there had been. I remember bleeding through several heavy overnight pads in only an hour. I called in to my doctors they called me back and scheduled my partial hysterectomy. After 5 months with this horrible device, I thought I would finally be pain free.. Not even close. Two (2) days after my partial, they sent me home. Still in horrible pain. I remember my doctor calling my house at 9pm on a sunday asking how I was feeling, I told him in still in a lot of pain, as I was balling from the pain. He then asks if the nurses removed my "packing". I had to ask what packing was. I told him no, not that I recall, he then told me to have my husband reach in my vagina and pull this packing out. The pain was so excruciating while he was pulling out about 10 feet of bloody "packing". I remember it like a magic trick from when they pull out the scarfs and they keep going and going. You think that little bit of information made it to my records? No!! And that's not all that didn't make the cut. I soon packed up and left (B)(6) after only 10 months to move back to (B)(6) and finally be able to find a doctor to help me find what is wrong. Why I was still in so much pain after several surgeries including a full hysterectomy 3+ years later. I'm still in everyday pain from what this device did. Physical therapy, MRI's, xray's pain management and still no answers of what is wrong. So many side effects including bleeding, constant pain, weight gain, hair loss, swelling, bloating, pain in my vagina, tired all the time, depression from not knowing if I will ever feel normal again just to name a few.